Event description:
It was reported that this right ventricular (rv) lead exhibited variable capture thresholds. Technical services (ts) suggested the lead be assessed. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient presented to the emergency room (ER) for actively coding. Technical services (ts) reviewed the reports and noted that there were signals on the rv lead channel due to the use of an external compression machine. Ts noted that the artifact could potentially be t-wave oversensing or pulseless electrical activity (pea). Potential inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered. Reports revealed that there was atrial undersensing, as well. A rv and right atrial (ra) lead extraction and replacement is planned. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.